Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications during testing. The root cause of the complaint is a defective o2 pressure regulator. The correction made was replacement of the pressure regulator 2bar (pn 279809). No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Oxygen gas leaks through small hole in body of o2 pressure regulator 2 bar. Regulator have to be replaced.